Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was received with the telescope assembly was not able to properly pull back, advance, or retract. Fluid was leaking from an open hole at the lap joint area when the catheter was flushed. The imaging window is still connected to the blue sheath at the lap joint. Device was inserted into test dispenser coil. Leak is located on the outside edge of the device. During functional testing the imaging window came completely detached from the blue tubing at the lap joint and this fully exposes the imaging core. During image characterization testing, no image appeared in the system due to electrical open at distal. Imaging core wind up in the telescope assembly was observed during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that missing image was encountered. The opticross imaging catheter was used to visualized 80% stenosed target lesion located in the moderately tortuous and moderately calcified artery. It was noted that during set up for percutaneous coronary intervention image was not appeared. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, returned device analysis revealed a hole/perforation in the sheath of the imaging window.